Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As lot information was unavailable, the product label included in the production record, which is linked to the lot information, could not be confirmed. Therefore, the unique device identifier (UDI) # and expiration date could not be obtained. Device evaluation could not be performed because the affected device was not returned. The obtained photo showed that the distal segment of the minano guide wire was out of the tip of the concomitant catheter while bent wire shaft was sticking out from the side of the proximal segment of the catheter tip. Proximal to the bent segment of the minamo guide wire, helical deformation of the wire shaft was observed. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As the affected device was not returned, the cause of this event could not be identified. Based on the obtained information with photos and referring to known similar events, it was presumed that frictional stress and bending stress exceeding the product design limit might have been locally applied on the minamo guide wire due to anatomical conditions, deforming the guide wire. Consequently, resistance could be increased between the guide wire and the concomitant catheter. In that situation, further applied wire and/or catheter manipulation then caused the dissection of the vessel. Although it was concluded that this event was not attributed to the product quality, additional treatment by stenting was considered an adverse patient effect. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. ~ use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels. [Malfunction and adverse effects] ~ kink of the guide wire. ~ dissection of blood vessels.

Event description:
It was reported that an asahi minamo guide wire was used with an unspecified catheter during a percutaneous coronary intervention (pci) for a chronic total occlusion (cto) in the left anterior descending artery (lad). The concomitant catheter got stuck on the minamo guide wire at the rx port of the catheter and the lad was dissected. After removal of the guide wire and the catheter, a runthrough was advanced and the dissected segments were treated with drug eluting stents. It was informed that the patient was discharged the next day after the procedure without any issues. No further information was available.